Event description:
The customer reported to beckman coulter (bec) that a diluent leak was coming from the front of the coulter lh 750 hematology analyzer during the startup cycle. The volume of the leak was approximately 5ml and was not contained within the instrument. The analyzer did not generate any flags or error messages as a result of this event. The material safety data sheet (msds) was reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses, and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse observed that the source of the leak was at the needle assembly. The fse found that the ports on the needle were worn and replaced the needle assembly. After the part replacement, no further evidence of leaking was observed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was worn needle ports on the needle assembly. (B)(4).